Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging the subject meter read inaccurately high compared to another devic. The reporter claimed obtaining inaccurate high blood glucose readings of "150 and 140 mg/dl" with the subject meter; however, did not recall what results were obtained on the other device. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.